Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported a posterior capsule rupture during procedure ID #(B)(4).

Manufacturer narrative:
Review of procedure #774 indicates a posterior clearance of 650 m and shows no evidence of posterior capsule rupture at the time of procedure. Imaging demonstrates a dense, centrally located posterior cataract. This type of cataract may increase the risk of posterior capsule rupture during phacoemulsification. Recommend review of cataract removal after laser treatment. System functioned as designed. No further clinical follow up required.